Manufacturer narrative:
This event was identified as pertaining to previously submitted regulatory rep #2025587-2025-05142. All additional information perta ining to this event will be reported in regulatory rep #2025587-2025-05142. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately seven years, five months, three weeks following the implant of this transcatheter pulmonary bioprosthetic valve, the patient died unexpectedly in the early morning while in an assisted living facility. The cause of death was not received; however, it was described as cardiac in nature. An autopsy was not performed; however, there was no evidence to suggest the valve or its function contributed to the patient's death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2, b3, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information confirmed the transcatheter valve was an aortic valve and not a pulmonary valve as previously captured. The patient was taken to the emergency room initially 9 days prior to the death event due to a syncopal episode, loss of bowel and bladder function, and possible seizure-like activity. Hospitalization was required. A computed tomography (CT) ruled out a stroke. Paroxysmal atrial fibrillation with ¿good¿ rate control was present during the hospital stay. Antibiotics and diuretics were administered. The patient was discharged 4 days following admission in stable condition. Two days following discharge the patient was seen by the primary care nurse practitioner. The patient was ¿very¿ weak and had difficulty getting out of bed to come to this appointment. The blood pressure and heart rate were ¿lower than usual¿ at this visit. The patient was not able to get onto the examination table. Three days later the death occurred. Cardio-pulmonary arrest was provided as the probable cause of death. The physician indicated the event was unrelated to the valve.